Event description:
The following has been reported: customer reported: august 1 2024 pump problem no pt harm cassette waiting for confirmation that issue did not stop active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) cleaned, passed test infusion, put back into service. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The complaint was flagged for sticky pins. The device was returned for investigation. During investigation, the pump was able to pass final acceptance. Internal investigation was performed and found the fva valve pins and loading pins to have foreign substance on the moving surfaces. It is believed that the extra extensive cleaning of the pump was able to free up the fva pins so that the pump was able to function properly during testing. The fva pin lip seals, fva bushings, loading pin bushing and loading pin lip seals will be replaced to ensure overall functionality and then the pump will undergo all necessary functional testing.